Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by weakness. The cause of peritonitis was unknown. The patient was hospitalized for another indication and while hospitalized was diagnosed with peritonitis. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient remained hospitalized and was planned to be discharged soon. The patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.